Event description:
It was reported that the xenon light source will stay powered on when push the power button, one release it turned itself off. The issue occurred during a demonstration. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.